Event description:
While using smartstep during a biopsy, the images were displayed out of sequence on the monitor. This site noticed that out of sequence images as all image annotation was correct, including image number and location. There was no pt injury. CT engineering identified the root cause of the problem as being software related. If the user is still performing a display function during the next step (acquisition), the images(s) that become available during the performance of the display function do not get displayed on the monitor immediately. The site has been made aware of how to avoid this in the future.